Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) with large trace ketones. Multiple attempts were made to obtain additional information, however no response was received from the customer.